Event description:
Customer's mother reports that customer had received excessive no delivery alarms. It was reported that customer was not able to prime even after using plunger. Customer's blood glucose was 500 mg/dl. Reservoir used, was filled two weeks prior. Customer's mother was advised that this was not safe to use. It was advised that the two week old reservoir would continue to cause no delivery alarms. Customer's mother was advised to return the infusion sets and reservoir for analysis and that they will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).